Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material inside the jet tube, connecting tube, adhesive on the distal sheath and dirt on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material adhered to the device, but the type of the material or root cause cannot be identified. It is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residual point. There was no physical damage at the place where the foreign material remained. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.